Manufacturer narrative:
Section d4: serial number was requested but was not provided manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loss of external power while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file and log file downloaded from the returned system controller contained partially overlapping data. The log files contained approximately 25 days of data combined (06oct2022 ¿ 31oct2022 per the timestamp). The log files captured a no external power alarm on 30oct2022 at 23:41:59 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet, if the ac power cord came loose from the back of the unit; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a no external power alarm while the patient was on the mobile power unit (mpu).